Event description:
It was reported that the patient went to the hospital due to a patient notifier vibration. During interrogation the device indicated early eol. The device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The field experience of premature battery depletion was verified. The device did not perform to the expected longevity. Testing observed no high current states. The battery vendor destructively analyzed the battery and found no anomalies that would cause premature battery depletion. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that following a pre-deployment angiogram, an 8f angio-seal was selected for use. The device was pulled back approximately 1 cm beyond the compaction tube marker. One day later, during dialysis with heparin, the pt experienced bleeding. The pt's hemoglobin level dropped to 6-7g/dl and blood transfusion was given (unit unk but was a significant amount). The pt recovered and was discharged from the hospital. The physician stated that the pt could have experienced bleeding due to the punctured hole that was torn due to arteriosclerosis induced by dialysis. The physician was in the training process for the angio-seal evolution with the st jude medical sales representative present. No additional info is available.